Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have been having ise indirect na, ci for gen.2 calibration errors since (B)(6) 2017 on the cobas 6000 c (501) module. The customer replaced all ise solutions and electrodes with no further issues. The customer stated that on (B)(6) 2017 they received a calibration alarm and questionable na and cl results for nine patient samples on the c501 module. The customer provided an example of an erroneous na result for one patient sample. The initial na result was 141 mmol/l and the repeat result was 133 mmol/l. Repeat testing was performed on another c501 module and deemed to be correct. The erroneous result was reported outside of the laboratory however there was no adverse event. The na electrode lot number and expiration date was requested but not provided. The field service engineer (fse) found the ise high concentration drain nipple was contaminated with salt buildup. The fse cleaned the salt buildup and lubricated the ise block spring assembly. The fse ran precision which was within specification. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months. No abnormal trend was identified with the failing part.